Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-9811 batch number 66840988 was received for investigation. Probe memory was analyzed for error codes. Visual evaluation found that the aspirating probe electrodes face was damaged/broken off before received for investigation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/12/2022 it was reported by a sales representative via sems that an ar-9811 apollo rf wand broke during a rotator cuff procedure. The surgeon was using the wand to clear soft tissue and the tip broke off inside the patient. The wand was retrieved and there was no patient affect.